Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was delayed. The customer¿s blood glucose was unknown. Customer stated that the when pressed to move to the next function it could not be responding and sometimes to hit the button 5 times. The device will not be returned for analysis.